Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the axillary site. The patient was transfused with two units of packed red blood cells. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation has been completed. No product was returned for investigation. Major bleed: some oozing overnight at axillary site. The cause of the bleeding was determined to be patient condition because patient was having significant ostial left anterior descending artery disease. The device history review was completed and the device passed all post sterile inspection checks.